Manufacturer narrative:
H11. Additional manufacturer narrative- this case is found to be a duplicate, all new/additional information will be reported in MFR# 1038671-2023-02666.

Manufacturer narrative:
D10: concomitant devices: 3854345 180-01-50 - crown cup,cluster-hole gr.50 the product associated with the reported event is within the scope of recall z-1729-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was the cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 108 months after a right total hip replacement procedure, the patient has experienced prosthesis wear and may require a future revision procedure. No further issues or complications were reported. No additional information is available.